Manufacturer narrative:
Article citation: anna dar, do, james elliott denney, md, melissa hogan, md, analysis of peri-implant fluid and subsequent outcomes: a 15 year experience, 2025, s18. The reported events are physiological complications and analysis of the device generally does not assist abbvie in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma and lymphoma-alcl-suspected.

Event description:
Through journal article "analysis of peri-implant fluid and subsequent outcomes: a 15 year experience" healthcare professional reported two patients were diagnosed with bia-alcl, one with atypical lymphoid infiltrate, other with atypical epithelioid cells present with implant associated squamous cell carcinoma. Pathological markers confirming alcl have not been received. This record is for the left side. Device status is unknown.